Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed due to the receiver not powering on. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was downloaded for review after using a known good battery, finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.